Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient sex unknown / not provided, weight unknown / not provided, date of event unknown / not provided, unique device identifier (UDI) not applicable , email address unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The customer reported the implant fixture fractured at tooth location #30. The implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One osseotiteâ® certainâ® implant 4 x 11.5mm (ioss411) was returned for investigation. Visual evaluation of the as returned implant identified implant fractured at collar area. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. Complaint history review was performed for the reported lot number (iql03113853) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period or clinician selects implant that is unable to resist long-term occlusal loading. Implant was placed for 17 years and experienced wear and tear from use. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.